Manufacturer narrative:
The reported issue was confirmed. As received, the lead tail 1 through 8 had a kink with all internal wires broken, which caused the reported event in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Additional information received indicates that the patient was informed by the physician that the fibers of the lead were broken and the casing of the lead was intact.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's scs system was autoreducing. In turn, programming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.